Manufacturer narrative:
(B)(4). During evaluation, the service engineer found that the o2 sensor was due for replacement. The o2 sensor was replaced. The ventilator passed all the required testing.

Event description:
It was found during service that the oxygen (o2) sensor was out of range.